Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Returned for eval is an assembled 4 fr groshong catheter. During functional testing a leak was observed emanating from the catheter just proximal to the 34 cm depth marker. The leak site is < 0.2 inches in length. The slit edges are sharp. The tubing surrounding the leak site is unremarkable. Applying tension caused the edges to gape and reveals smooth walls. The depth of the edge walls is uniform throughout the circumference of the slit. However, at this time the mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a detect or deformity related to the mfg process. A chr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
It was reported that the physician noticed a leakage/extravasation of the solution used for pt infusion at the end of the catheter. Therefore, the device was removed and the physician noticed a split on the catheter.